Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device was unable to power on with ac power and the battery charge function was inoperative. The device was able to power on with a known good battery. Physio determined that the cause of the reported issue was due to 2 power transistors on the power module that had become electrically shorted and an open line filter on the cmm. The customer was sent a replacement device.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.